Event description:
Reportable based on investigation completed on 16dec2014. It was reported that the catheter got kinked. During a percutaneous coronary intervention, a 6f art3 runway guide catheter was selected for use. However, a kink in the catheter was noted. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is fine. However, device evaluation revealed of a separated shaft.

Manufacturer narrative:
(B)(4). The complaint device was received for evaluation with an introducer sheath on the shaft. Evaluation of the returned device revealed that there was blood and contrast on the outer surface of the device. The shaft was completely separated 42cm from the hub. The shaft was twisted 38cm -39cm from hub. The fractured ends were jagged which suggests that the separation may be related to tensile overload or torsional damage. There were numerous kinks throughout the shaft. The shaft was flattened 39cm ¿ 40cm and 40.5cm ¿ 41.5cm from the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).